Manufacturer narrative:
Continuation of d10: product ID 37761, serial# (B)(6). Product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported the over discharge was confirmed. A trickle charge was performed and the issue was resolved.

Manufacturer narrative:
Other relevant device(s) are: product ID: 37761, serial/lot #: c0540527, ubd: , UDI#: h3: product ID: 37761, serial/lot #: c0540527 was returned for product analysis. Analysis found the cable assembly had a bent connector pin. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device to an implantable neurostimulator (ins) implanted for spinal pain indications. It was reported that the implant was not charging since yesterday. The patient stated they were getting reposition antenna screen on the ins recharger (insr). The patient stated they last charged the implant a couple months ago. The manufacturer's patient services specialist (pss) reviewed that the ins was in possible overdischarge state and recommended that the patient consult with their healthcare provider office for next steps. Pss confirmed that the insr was showing the reposition antenna screen. Pss asked the patient to inspect the desktop charger (dtc) cord for visible damage and the patient said the dtc connector pin was bent. No patient symptoms were reported. A replacement dtc was sent out. Additional information was received from a manufacturer representative (rep). It was reported that they were meeting with a patient (pt). During the call, the rep got both the reposition the antenna screen on the recharger and the poor communication screen on the pt programmer. The rep stated that they saw a "turn stimulation on" screen, but screen could not be reproduced on call. Pt said they had not charged in awhile and first saw reposition antenna screen about 3 weeks ago. Technical services (tss) discussed overdischarge with the rep. The rep will perform passive recharge on the pt.